Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was not duplicated. There was no problem able to be identified with the pump as the flow rate lied within the specifications of the device. There was no damage on the device either. The pump passed all functional tests and performed as intended.

Event description:
It was reported that there was flow rate error that was high. The event occurred during patient use, and there was no patient harm reported.